Event description:
It was reported that the patient's recently-implanted implantable loop recorder device had recorded more than 400 asystole episodes, and the clinician suspected this may have been due to undersensing. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's recently-implanted implantable loop recorder device had recorded more than 400 asystole episodes, and the clinician suspected this may have been due to undersensing. It was later reported that the implantable loop recorder device was explanted and not replaced. There were no patient complication reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the cardiac monitor was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the cardiac monitor was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient's recently-implanted implantable loop recorder device had recorded more than 400 asystole episodes, and the clinician suspected this may have been due to undersensing. The device remains in use. There were no patient complications reported as a result of this event. It was later reported that the implantable loop recorder device was explanted and it is unknown whether the patient was re-implanted with another loop recorder device or if the patient received a device and lead system. Additional information received will be added to the event and submitted accordingly.